Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ("ovarian cysts") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations from 2015 to 2016. Previously administered products included for an unreported indication: ferrous sulfate from 2015 to 2016, multivitamin in 2016, vitamin d from 2015 to 2016, zinc from 2015 to 2016, vitamin c in 2015 and fish oil in 2015. Concurrent conditions included obesity and nausea. Concomitant products included acetylsalicylic acid (aspirin), ondansetron, ondansetron (zofran), paracetamol (tylenol) and vicodin. On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6)-2011, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient experienced migraine ("migraine headaches"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6)2015, the patient experienced nausea ("nausea"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and allergy to metals outcome was unknown, the ovarian cyst, vaginal haemorrhage, alopecia, headache, nausea and weight increased had not resolved and the abdominal pain, migraine, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician successfully implanted essure, without complications. Physician observed five trailing coils within the left uterine cavity and three trailing coils within the right. Late 2011, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Some symptoms diminished, but in general all complications are still present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: with bilateral tubal occlusion on (B)(6) 2011, hysterosalpingogram revealed essure coils were in the proper location and her fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events ovarian cyst, pelvic pain, menorrhagia and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as nickel allergy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations from 2015 to 2016. Previously administered products included for an unreported indication: ferrous sulfate from 2015 to 2016, multivitamin in 2016, vitamin d from 2015 to 2016, zinc from 2015 to 2016, vitamin c in 2015 and fish oil in 2015. Concurrent conditions included morbid obesity and nausea. Concomitant products included acetylsalicylic acid (aspirin), ondansetron, ondansetron (zofran), paracetamol (tylenol) and vicodin. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown, the abdominal pain, migraine, menorrhagia, dysmenorrhoea and back pain had resolved and the vaginal haemorrhage, alopecia, headache, nausea, ovarian cyst and weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician successfully implanted essure, without complications. Physician observed five trailing coils within the left uterine cavity and three trailing coils within the right. Late 2011, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Some symptoms diminished, but in general all complications are still present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: with bilateral tubal occlusion on (B)(6) 2011, hysterosalpingogram revealed essure coils were in the proper location and her fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events ovarian cyst, pelvic pain, menorrhagia and dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, alopecia, headache, nausea, ovarian cyst and weight increased were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ("ovarian cysts") and abdominal pain ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. 806713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included palpitations from 2015 to 2016. Previously administered products included for an unreported indication: ferrous sulfate from 2015 to 2016, multivitamin in 2016, vitamin d from 2015 to 2016, zinc from 2015 to 2016, vitamin c in 2015 and fish oil in 2015. Concurrent conditions included obesity and nausea. Concomitant products included acetylsalicylic acid (aspirin), ondansetron, ondansetron (zofran), paracetamol (tylenol) and vicodin. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and allergy to metals outcome was unknown, the ovarian cyst, vaginal haemorrhage, alopecia, headache, nausea and weight increased had not resolved and the abdominal pain, migraine, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: physician successfully implanted essure, without complications. Physician observed five trailing coils within the left uterine cavity and three trailing coils within the right. Late 2011, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Some symptoms diminished, but in general all complications are still present. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Hysterosalpingogram - on 11-aug-2011: with bilateral tubal occlusion on 11-aug-2011, hysterosalpingogram revealed essure coils were in the proper location and her fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events ovarian cyst, pelvic pain, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), menorrhagia ("abnormal menstrual bleeding; prolonged menses"), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia and migraine to be related to essure. The reporter commented: physician successfully implanted, without complications. Physician observed five trailing coils within the left uterine cavity and three trailing coils within the right. Late 2011, plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Because of the requirement to undergo a total hysterectomy with bilateral salpingectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Diagnostic results: on (B)(6) 2011, hysterosalpingogram revealed essure coils were in the proper location and her fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.